Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with psot-paced t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended and no patient consequences were reported.

Event description:
New information received notes that another instance of post-paced t-wave over-sensing was reported on the patient's implantable cardioverter defibrillator. No further intervention or adverse patient consequences were reported.